Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation from the lead in bipolar configuration. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the physician felt as if the lead may have been tightened down too hard on the suture. The physician was not positive on the suture being iced down. The lead was programmed to unipolar and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.